Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced symptomatic ventricular tachycardia (vt) symptoms in which the device did not provide therapy, additionally, it was mentioned that the patient experienced a syncope episode and the patient was hospitalized. Technical services reviewed the episode and raised concerns due to the vt actually lasting 34 seconds on the recorded s-ICD episode, however, the patient's non-bsc pacemaker recorded a vt time that is actually much longer than the real vt. Technical services observed possible undersensing of the r-wave resulting in the device not providing the therapy. Further evaluation of the system and its interaction with the concomitant pacemaker was recommended. At this time, this system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.